Event description:
The collinear reduction clamp broke during a procedure on (B)(6) 2013. During a subtrochanteric hip fracture procedure, during the process of reduction, the collinear reduction clamp was used. While using the device as the nail was being inserted, the handle snapped and broke. Broken fragments were retrieved and did not remain in the patient. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn. The product is entering the complaint system. Device is an instrument and is not implanted/explanted. DHR: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.